Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the escape button. No moisture damage noted on the motor or electronic assembly. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the escape button did not work on their insulin pump. Customer stated they were unable to use the insulin pump as a result of the button anomaly. Customer could not recall any significant events leading to the button anomaly. The customer also reported their blood glucose was okay. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.